Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with stripped battery cap coin slot (p), broken battery cap, cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 204 mg/dl. The customer stated there is broke off piece on the battery compartment opening. The customer stated his car keys may have cracked it. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.